Event description:
Customer has asked for review of AED analysis during deployment (no shock advisory issued). No info provided regarding pt outcome.

Manufacturer narrative:
(B)(4). Eval pending. Issue reported due to associated deployment of device and as it is unk at this time whether or not a malfunction occurred.